Event description:
Pt underwent a 9 1/2 hour, on-pump, CABG/re-do valve replacement surgery. At the conclusion of surgery and the removal of the device, a reddened area was noted on the mid-left back. Within 12 hours the area became an open blister, approximately 3 in x 3 in. A small closed blister was also noted on the lower back. The skin injury on the mid back required treatment with silver-impregnanted dressings and extended the patient's hospital stay. No treatment was required for the blister on the lower back.